Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the power supply was defective. The cause of the inability to power on it the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was unable to power up.